Manufacturer narrative:
The pump was received with a critical pump error due to a corroded electronic assembly. However, no pump error 35 was found in the formatted history file. Unable to perform the self-test, displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, or active current measurement tests due to the critical pump error. No unexpected heating of the case or the case being hot to the touch occurred during testing. The electronics were inspected and no obvious visual signs of burned components or heat damage noted. Corrosion was also found on the motor and the force sensor during visual inspection. The pump was received with a scratched case, a corroded battery compartment, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a broken force sensor. The patient's blood glucose at the time of incident was 14.7 mmol/l. Troubleshooting was initiated and the customer confirmed that the insulin pump had not been exposed to an MRI or high magnetic field. However, the customer was unable to rewind the insulin pump as the device turned off after the broken force sensor alarm occurred. The insulin pump will be returned for analysis.